Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) replaced the vela main printed circuit board assembly (pcba) and the reported issue was resolved. The carefusion failure analysis laboratory received the suspected component, a vela main pcba, and evaluated the device. An evaluation of the component duplicated the reported issue and isolated the issue to a faulty transducer. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that on start-up, the ventilator was giving a constant "xdcr fault" (transducer fault) alarm and would not reset. There was no patient involvement.